Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00199 on 30-jul-2025. Additional information (22-aug-2025): siemens evaluated the event and concluded that the mixing issues potentially contributed to the falsely elevated calcium (ca) result. The investigation conclusions code in section h6 was updated to reflect additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on both original and alternate atellica ch 930 analyzer. The repeat results recovered higher than the initial result and matched the patient¿s clinical history. Both repeat results were considered correct, and the repeat result from the alternate analyzer was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated calcium (ca) result was obtained on a patient sample on an atellica ch 930 analyzer. Calibration and quality control (qc) were acceptable on the day of the event. Siemens remotely assisted the customer and verified qc and calibration ID, which were within the acceptable range, reviewed system logs (no hardware errors noted), and then reviewed auto check history, an intermittent reaction washer failure was observed. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced the sample mixer impeller and aligned the mixer. The customer ran the qc, which recovered acceptably. The cause of the falsely elevated ca result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.